Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Section d10: anchors were added. Correction: section h6 - medical device problem was corrected to high impedances.

Event description:
It was reported one of patient's lead had high impedances, preventing patient from having an MRI. Although patient was receiving therapy, a surgical intervention was undertaken on (B)(6) 2024 during which both scs leads were having invalid impedances. As a result, both leads were explanted and replaced. Effective therapy was restored and MRI capability was provided.